Event description:
It was reported while using the bd phoenix¿ nid a urine isolate (escherichia coli) was misidentified as a shigella spp. The user performed confirmatory and repeat testing to verify the final result. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a urine isolate (escherichia coli) was misidentified as a shigella spp. The user performed confirmatory and repeat testing to verify the final result. No health impact or consequence reported.report 1 of 2.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of shigella and escherichia coli when using phoenix panel nid (catalog number 448007) batch number 5133544. The customer returned phoenix generated lab reports for the investigation and panels for another complaint. The lab reports show identifications of e. Coli, s. Flexneri and campylobacter jejuni when using the complaint batch. To investigate, panels of the complaint batch were tested using in house isolates s. Flexneri enf 10155 and e. Coli enf 18187 on a phoenix m50 machine and evaluated for identification results. Next, control panels from the same material but different batch were tested using in house isolates s. Flexneri enf 10155 and e. Coli enf 18187 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.